Event description:
It was reported, the patient experienced syncope. Technical support was contacted and far field r wave oversensing and inappropriate mode switching were observed on the device. The patient was stable. Additional information has been requested but has not yet been received.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.